Event description:
On 05/08/2025, a sales representative reported via email that (qty. 2) of an ar-3740sp double loaded knotless knee fibertak anchor failed to deploy and secure within the bone. Despite utilizing the hard bone drill, the inserters broke off. As a result, the surgical team had to abandon the all-suture option and proceed with a larger 4.75mm anchor to complete the case successfully. This was discovered during a quad tendon repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 05/30/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received on 06/02/2025: all broken pieces were retrieved from the patient. An ar-1593-bc implant system was used to complete the case. The case was delayed four minutes, and no additional anesthesia was administered. No adverse effects were reported on or after the surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be misuse due to misaligned insertion or prying/leveraging the device during insertion.